Event description:
The report rec'd from the affiliate indicated that five (5) mos after the pt's index procedure in which two (2) cypher stents were implanted, the pt returned for an elective percutaneous coronary intervention (pci). The pt had an add'l/third (3rd) cypher 2.5x28 mm stent implanted in the distal circumflex target lesion. Three (3) hrs after the procedure, the pt complained of chest pain. Coronary angiography was done and revealed thrombus in the previously implanted cypher 2.5 x 28 mm stent and also the cypher 3.0x23 mm stent placed five mos earlier. The two stents were implanted using the t-stenting technique. The other cypher 2.5x23 mm stent previously implanted five mos earlier was reported to be patent. The physician's comment regarding the possible cause of the thrombotic event was that it might be due to the pt's aspirin being stopped due to a rash. The physician relates the rash to the medication and not the stents. The target lesion for the index procedure was the proximal circumflex and obtuse marginal (om) branch. A cypher 2.5x23 mm stent was implanted in the om and a cypher 3.0x33mm stent was implanted in the proximal circumflex in overlapping fashion. There were no procedural details available. Five (5) mos after the index procedure, the pt returned for an elective case. The target lesion for this procedure was the distal circumflex. The lesion was reported to be: de novo, 20 mm in length, vessel diameter of 2.0-2.25mm, a total occlusion, and type c. Aspiration was done for pre-treatment. The lesion was pre-dilated with a 2.0x15mm balloon at 16 atm for 15-20 sec, a cypher 2.5x28mm stent ( the pt's third cypher stent) was implanted at 6 atm for 15 sec. The stent was post-dilated with a 2.0x15 mm balloon at 18 atm for 15-20 sec. Ivus was done. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. An act of 305 was measured.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states prod. The prod in not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two prods used for the same pt. Please reference MFR report#: 9616099-2007-00988 and # 9616099-2007-00989.